Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown mentor saline prostheses. Deflation on the right breast prosthesis in addition to capsular contracture baker grade IV were diagnosed post procedure through a physical examination. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed a tear within a crease in posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient underwent device removal on (B)(6) 2018. On 10/9/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was identified as a saline mentor smooth round moderate profile 375cc, catalog number 3501660, lot number 5799357. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, lot number 5766463. Manufacturer¿s reference number: (B)(4).